Manufacturer narrative:
The device was not returned for analysis. A review of the electronic lot history record for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of myocardial infarction is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2022 an unspecified xience stent was implanted in the right coronary artery; however, in (B)(6) of 2023 patient experienced a heart attack and had an additional stent implanted for treatment. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event has been estimated. D4: the UDI number is not known as the part and lot number were not provided.